Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? Unknown-patient was in her 90¿s. What was the etiology of the ischemic bowel? Unknown-the physician was to get back to me with the pathology report which he never did. What part of the bowel was ischemic? It was small bowel. Did the surgeon check the anastomosis and staples in the first procedure, second procedure? He says he did not on the first procedure, thus the bring back. He then discovered that the anastomosis didn¿t exist. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. How did the patient present for the second operation? Bowel obstruction-about a week after initial surgery. Were there any diagnostic procedures that led to the second procedure? Bowel obstruction .

Manufacturer narrative:
(B)(4). Additional information received: the surgeon is sure he fired the device. The account does not have any no knife devices of this kind. The surgeon did not check the anastomosis during the first procedure to minimize the amount of time the patient was under anesthesia since the patient was (B)(6).

Event description:
It was reported that after an exploratory laparotomy to bowel resection procedure, the patient required reoperation. In the initial procedure, a segment of ischemic bowel was found which required resection. The surgeon created openings, aligned tissue using silk sutures, placed both sides of the device in the bowel and fired the device for a side to side anastomosis. He did not check the anastomosis. The procedure was completed without apparent incident and the device was discarded. Three days after the initial procedure, the patient required a reoperation in which the surgeon found the anastomosis was not connected and there was more dead bowel. The surgeon removed the necrotic segment of bowel and inspected the specimen, but could not tell if staples were present from the initial firing of the device or not. The resected tissue was sent to pathology at the hospital for analysis. The reoperation was completed without incident. The patient is reportedly doing well.